Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a radio frequency (rf) telemetry issue. There were no reported symptoms. Further information was requested but not received.